Manufacturer narrative:
The device was not returned for analysis. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part / lot number were not reported. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause for the reported patient effect of hematoma and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified access site using a starclose device after an interventional renal artery angiogram procedure with a 6f sheath. Reportedly, the device worked without issue and achieved hemostasis. However, a hematoma developed post procedure. The method used to treat the hematoma was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.